Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates the CPR function is not working. The CPR cables pull the latch, but the lock hub does not spin. The head up and down function is working electrically.